Event description:
It was reported that this patient experienced complete heart block and left bundle branch block (lbbb). Pre balloon valvuloplasty was performed with a 25mm balloon. A 27mm lotus edge valve was advanced and deployed into to the severely calcified native valve. During the procedure, the patient was observed to be in complete heart block, so a temporary pacemaker was placed. After the procedure, the patient was observed to have lbbb. One day post implant, a permanent pacemaker was implanted. The patient was discharged the following day with no further complications.